Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strip vial returned expired - unable to test. Most likely underlying root cause-: mlc-12 product expired note: per follow up call on 11/28/2017: customer stayed overnight at ICU where he received treatments of lantus insulin. Customer was discharged from the hospital on (B)(6) 2017. His doctor prescribed lantus insulin for him to take 25 units of each day. Customer dont have any symptoms at the time of the call. Customer satisfied with replacement product.

Event description:
Consumer reported complaint for symptoms blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is also undisclosed. The meter memory was not reviewed for previous test result. Customer states he is frequently urinating, thirsty, has dry mouth, and has blurry vision when he puts on his glasses. Customer called 911. His blood glucose reading with the paramedics was 516 mg/dl fasting and at the hospital, it was 834 mg/dl fasting. Customer was diagnosed with hyperglycemia. He was admitted to the ICU on (B)(6) 2017 and treated with insulin injections. Customer is currently still in the hospital.